Manufacturer narrative:
The company rep replaced the missing o-ring (part # 0354-00-0208). He gave 6 spare o-rings to the customer. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during training of the iabp, the o-ring for the helium reservoir broke and they could not properly fill the transport iabp with helium. No patient was involved.